Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Information was received regarding a navigation system issue that occurred outside of a procedure. It was reported that the system had flickers between the red and green status on when tracking. There was no patient present when this issue was identified. No further information was provided.